Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, prior to the transseptal puncture, there was an air leak observed in the sheath causing a procedure cancellation. The procedure was delayed while waiting for the air to be removed, but the air was still present after some time. The procedure was cancelled.

Event description:
Additional information indicated air entered the patient but dissipated without intervention.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. The reported event of a leak could not be confirmed. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.